Event description:
A surgeon reports that a torn haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt has had an excellent outcome.